Manufacturer narrative:
The device was returned for evaluation. The device voltage was above elective replacement indicator (eri) level upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of the device¿s telemetry, lead impedance, and high voltage charging were found to be normal.

Event description:
It was reported that patient experienced discomfort due to the size of the implantable cardioverter defibrillator (ICD). The physician explanted and replaced the ICD. The patient condition was stable.